Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3255 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported from (B)(6) 2021, a total of 5 cases of PICC catheters with this batch number were used to april, all of which were performed by professional catheterization nurses. After the operation, all 5 cases developed phlebitis of varying degrees, and the symptoms disappeared after treatment with external application of hirudoid, infrared therapy, and chinese medicine application. This report addresses the fourth case.